Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin squirts out while priming. The customer also reported that the insulin pump rejected new batteries, small dent near the reservoir and chipping on the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to prime/fill anomaly. Device received with cracked battery tube threads, cracked reservoir tube lip and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).